Manufacturer narrative:
Additional information: h6: type of investigation. Additional information h11: a review of the event history log identified 'improper shutdown' messages; however, the history log cannot be used to determine the means by which power became disconnected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing the reported issue was reproduced as the device was powering off on its own. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns off once set. This occurred before use in the medicine 3 department. There was no patient involvement. No additional information is available.